Event description:
Synovitis. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk with grade 04 osteoarthritis and traces of prior effusion. (B)(4). The pt's medical history was significant for previous treatment with first course of synvisc (hylan g-f 20) injection (at (B)(6)). On an unspecified date, the pt initiated treatment with intra-articular synvisc injection of second course in right knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2005, the pt received second synvisc injection. On (B)(6) 2005, the pt experienced synovitis in right knee. On an unspecified date in 2005, the pt received treatment with betamethasone for synovitis. On (B)(6) 2005 (after 48 hours), the pt recovered from the event of synovitis. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. Follow-up information was received on (B)(6) 2013 and the pt's initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4) 2010. The benefit risk profile of the product is not altered by this report.